Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the bag seam near the port. It was not specified when in the process this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed and leak at the seam near the port area was not identified; however, it was observed that the leak was at the spike port cap area. Upon magnification it was noted that the spike port tubing end flared where the cap was attached. The reported condition of a leak at the port weld area was not verified; however, it was verified that the leak was from the spike port cap. The cause of the leak was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.